Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during a follow up, high pacing threshold was observed. Lead dislodgement was noted under fluoroscopy. Patient condition was good after the event. Lead revision will be planned.